Event description:
It was reported that the customer's insulin pump incurred some physical damage. Customer states the bottom of the insulin pump came off. The blood glucose level was 170 mg/dl. Troubleshooting was performed and insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Detached end cap noted.